Event description:
The customer reported the system has a bad lock handle and ps3 power supply. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.